Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. Device was also received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they were unable to press the keys on the insulin pump and after a battery change they was release the pressure and press the keys. The customer¿s blood glucose level was 154 mg/dl at the time of the incident. Customer stated that there was no response from any button. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.